Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient had elevated blood glucose (bg) over 500 mg/dl without symptoms suggestive of hyperglycemia and no ketones. The reporter stated the patient's elevated bg was successfully treated with manual insulin injection with the bg coming down to 100 mg/dl, however, the bg reported keeps elevating while using only the insulin pump. The reporter stated that the site/set/cartridge had been changed three times and no issues were able to be found involving the site/set/cartridge. Troubleshooting on the insulin had been completed with animas customer technical support (acts) on a previous call and there were no pump issues or malfunctions identified and the pump was determined to be delivering insulin appropriately at that time. The reporter stated the patient's healthcare provider (hcp) had been consulted regarding this issue and the hcp stated they want the pump replaced for the patient. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy using a pump with no identifiable malfunction; however, is being replaced at the request of the hcp.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed a manual time change made on (B)(4) 2013 from 12:15 pm to 6:17pm; another manual time change was made on (B)(4) 2013 from 5:47pm to 7:47pm. Typical usage alarms and warnings were observed in the pump alarm history; there were no alarms related to the complaint recorded. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.